Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running one patient sample on the axsym digoxin iii assay. Diluting the sample generated results. There was no impact to the patient's management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.